Manufacturer narrative:
(B)(4). Method: actual device not evaluated; results: no results available since no evaluation performed; conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as not lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Event description:
This is the first of two reports for the same patient involving two separate products. Refer to report 9611594-2015-00023 for the second report. (B)(4) received a report stating the daughter has ha a mic-key enteral feeding device for two years. In the last couple months the tube has dislodged at night and had to be replaced in the emergency room due to stoma site closure. After dislodgement of the device the patient's stoma site was dilated and the enteral feeding tube was replaced. The tube dislodged after 45-days of use. The balloon on the devices had a slit from top to bottom and was discarded.